Event description:
It was reported that during an implant procedure for this right ventricular (rv) lead the physician attempted to position the lead and initially identified a placement; however, sensing parameters were considered suboptimal. The physician therefore elected to reposition the lead at an alternative location. During this attempt, reinsertion of the stylet into the lead was unsuccessful, as the stylet could not be fully advanced. The lead was subsequently removed from the patient, at which time a kink in the lead was observed. The physician then implanted a new lead, which was reported to function as intended. No additional adverse patient effects were reported.